Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: pain: unable to observe as it is a medical event that is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: deformation is observed. Red particles observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side extensive extracapsular rupture via ultrasound. Capsulectomy performed. Device has been explanted and replaced.